Event description:
Cook endoscopy received the device with no details regarding the event. The clip was tromboning [clip housing detaches from the cath attach and remains attached to the drive wire]. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open insc-7-230-s pouch from lot w4716887. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination confirmed the clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. The clip could not be reopened. The device was viewed under magnification and a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of the clip housing detaching from the cath attach for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.